Event description:
It was reported by mr (B)(6) who was calling regarding his wife's knee replacement surgery she had approximately 14 months ago. He reported that his wife is experiencing pain and instability and is scheduled to undergo a revision on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.